Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. Was the user able to close the device on tissue? Yes. If yes, was the user able to complete the firing stroke? No. Did the device deliver staples and a cut line? No stapling. Did the device open to remove from tissue? No. If no, how was the device removed from tissue? By pulling on the tissues. The surgeon made an overcast seam on the santorini. It is not the 1st time the surgeon uses this device but it is the 1st such incident.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was the user able to close the device on tissue? If yes, was the user able to complete the firing stroke? Did the device deliver staples and a cut line? Did the device open to remove from tissue? If no, how was the device removed from tissue? If no, did the jaws of the device eventually open?

Event description:
It was reported that during an unknown procedure, during a clamping of the santorini plexus, the clamp was blocked. It was impossible to open or close fully the device and to staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.